Event description:
It was reported that the patient was admitted to the hospital due to feeling unwell. Echocardiography revealed vegetation growth along the atrial and right ventricular leads of the pacemaker system. The patient was diagnosed with endocarditis and infection. The patient had an underlying sinus rhythm at 88 beats/minute with atrioventricular block and an intrinsic ventricular escape rhythm of 45-55 beats/minute. The pacemaker was programmed to vvi 30 to encourage the underlying rhythm. The pacemaker system was then explanted on (B)(6) 2024.